Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information from the affiliate: firstly the information I got from him about what happened in the surgery is different from what I was told earlier. At the initial report I was told by dr. (B)(6) only an initial and general details about the incidence and in addition he told me to take the device from (B)(6), the head nurse. When I met (B)(6) she gave me the info, but she was not attended the surgery but only heard about what happened from other people. Therefore, the information I had on thursday (and I wrote on the synergy) was partially and incorrect. As I mentioned earlier, I just finished my meeting with dr. (B)(6) and this is what I learned: dr. (B)(6) used a golden cartridge for the first firing. While firing the device he felt like the knife is not working properly. When he opened the device he saw a staple line but he also saw a tear at the serosa. When he removed the echelon from the abdomen he closed it so it could passes through the trocar. When it was out side he could not re-open the device, he lifted the leverage and hit the device on the table and only the nit was opened. I asked him if he, by a mistake, pressed on the firing knob and he said he do not think so although it was during the surgery and he cannot remember. After that he opened a new echelon and fired an additional staple line closed to the smaller curvature. This staple line caused blocked the stomach and he had to do anastamosis, when he could not perform properly he decided to transform the operation into an open one. Dr. (B)(6) told me that there is no connection between the first device (that his jaws would not open outside the patient abdomen) to his decision to transform into an open surgery. Dr. (B)(6) know the echelon very well and he said he put attention to the compress a lot of tissue into the jaws. Dr. (B)(6) asked us to examine the device and not classified the event as adverse event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the doctor used a straight device in order to remove part of the stomach. During the first shot of the stapler the knife of the device tore the stomach and did not cut it. The surgeon was afraid that stomach content will spill into the abdomen lumen, there for he had to open a new device and shot another cartridge, after that the stomach was blocked and he had to switch into an open surgery and fix the anastamosis. Procedure was prolonged by 120 minutes. Patient was in stable condition.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information: can you please clarify what is meant by ¿this staple line caused blocked the stomach?¿ it means that the doctor decided to fire additional reload, closer to the smaller curvature, and due to this staple line a blockage was created to the patient¿s stomach close to the pylorus. What did the staple line formation look like? The staple line looked good but with a small tear of the serosa above it. Please explain what was changed as a result of this event from the intent of the original procedure? What changed was that the doctor decided to fire additional reload closer to the lesser curvature and this is what damaged the patient¿s stomach what was done to fix the serosa tear? The doctor decided to fire additional reload with a new echelon (ec60). Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were there any previous firings prior to this occurring? If so what other color cartridges were used? No. Is the patient expected to have a full recovery? Yes. What is the patient¿s current status? The patient is safe and sound, at home and loosing weight as expected. What is the patient¿s sex, age, weight? Female, (B)(6).